Manufacturer narrative:
This is one event for the same patient involving two separate products. Associated mdrs: 1225714-2014-03981 and 1225714-2014-03982.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unk date after the use of the product.